Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements that remains within normal limits. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).